Manufacturer narrative:
Device was evaluated by the MFR and the complaint was confirmed. The motor, bottom bearing on rotor, and press plug were replaced and the device was returned to the customer.

Event description:
Customer stated product was getting hot during an achilles tendon surgery. The doctor used another unit to complete the procedure. There was no medical intervention required and no delay in the procedure.